Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding skin irritation and blackheads under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest to allow the blackheads to heal. Additionally, the patient's nurse also reported that the patient had hives or an allergic reaction on his back from the lifevest. Follow up indicated that the patient removed the lifevest and the blackheads improved. Additionally, the patient applied triple antibiotic cream and calamine lotion to the skin irritation, and it was reported that the calamine lotion helped the patient's skin irritation to improve.